Event description:
Dexcom was made aware on 10/27/2024, that on 10/06/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On 10/06/2024, it was reported that the patient experienced a skin reaction with an infection which occurred seven days after the sensor had been inserted in the arm. The patient developed inflammation, swelling, pimples, and an infection under the sensor pod area only. Prior to sensor insertion the area was prepped with alcohol. The patient went to the emergency room around 11 am due to the swelling and infection did not subside. The patient was discharged home 1.5 hours later with a prescription for an unspecified oral antibiotic medication for a course of three days. No testing was performed to diagnose the infection. At the time of report the patient confirmed the infection had already healed and he was doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).